Manufacturer narrative:
Concomitant medical products: hc15025 valve, implanted: (B)(6) 2018; addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent oversensing was noted on the right atrial (ra) lead.  The lead remains in use. No patient complications have been reported as a result of this event.